Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the left circumflex artery where a 3.00 mm x 24 mm promus element plus stent was implanted. The unspecified guide catheter "deep seated" and damaged the stent a little bit so the physician put in another stent to cover the damaged stent to complete the procedure. No patient complications were reported and the patient's status is fine.